Event description:
An aus device was implanted on 1/21/88. On 10/31/91 the pump was revised. On 3/20/97 the pump was removed. Info received on 4/29/97 indicates the cuff has a hole-risk is too high to perform surgery at this time.